Manufacturer narrative:
Approximate age of device - 5 months, 2 days. Manufacturer's investigation conclusion: a specific cause for the elevated ldh cannot be conclusively determined. Elevations in pump power/estimated flow were confirmed via the submitted log file. A specific cause for the worsening kidney function could not be conclusively determined. The submitted log file contained approximately 21 days of data, spanning from (B)(6) 2018 at 16:26 to (B)(6) 2018 at 18:39, and captured some elevations in pump power and estimated flow associated with pi events. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on the device and no further related events have been reported at this time. The hm ii lvas IFU lists renal failure as an adverse event that may be associated with the use of the hm ii lvas and includes information regarding recommended anticoagulation therapy. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pi events and potential causes are discussed in the hm ii operating manual. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for hemolysis work up. The patient showed elevated ldh of 781 and potassium along with worsening kidney functions compared to the baseline. The patient underwent CT and echo. Cardiologist ruled out hemolysis, but was given heparin therapy. Ldh improved and plasma-free hemoglobin was negative. The pump parameters were at baseline. The patient was discharged.